Manufacturer narrative:
1) an incorrect address was provided in section d3 and g1 in the initial report. This supplemental report is to provide the correct contact information for this section. Correction: MDR was previously filled was incorrect routing number 9610617-2025-02203, the correct routing number should have been 1221826-2025-02203, since the initial MDR was filled with 9610617-2025-02203 we will coninue on using it for additional supplemental that will be created for this MDR. 2) conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the telescope didn't display an image. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).